Event description:
The reporter contacted animas on (B)(6) 2012 stating that the patient had blood glucose (bg) levels of "high" on meter (over 600 mg/dl) with small to moderate ketones, stomach ache, headache, and cramps. The reporter stated that the patient did growth spurts and other hormonal changes that could contributed unstable bgs. The reporter indicated that the patient had a history of low bgs and some precautions were taken to prevent lows; the reporter stated that boluses prior to going to be were cut in half and temporary basal rates were run during activity. The pump was reviewed and the settings were confirmed to be correct. The reporter indicated that there were no relevant alarms and the total daily dose history appeared appropriate. Customer support advised the reporter that nothing was found to indicate a possible pump malfunction. Troubleshooting of the cartridge and tubing indicated that the reporter was using refrigerated insulin in the cartridge but the reporter confirmed that no air bubbles were noted. Customer support and the reporter agreed that the likely cause of the bg was the dosing. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump was investigated on (B)(4) 2013 for another complaint. A review of this complaint on (B)(4) 2014 determined that the correct pump for this complaint was (B)(4). The pump had already been investigated and was no longer available for full investigation. The following information was obtained from the prior investigation: the pump¿s last basal delivery was completed on (B)(6) 2012 at 6:33 pm. The pump black box showed evidence of manual time change from 12:07 am to 11:07 pm on (B)(6) 2014. The total daily dose history correctly reflected the user programmed basal rates. No performance testing of the pump could be completed. Suspect medical device serial #:(B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.